Event description:
It was reported the stimloc clicked into place when first implanted ¿however the slide would not click and hold in place.¿ it was stated the operating physician ¿then attempted to reposition the stimloc and try the clip again¿ and ¿again the clip clicked into place, but the slide did not click when down.¿ it was noted the physician ¿then tried a new stimloc, in the same place and the clip clicked in place and the slide clicked when slid down.¿ it was further note ¿the case went ahead without any other issue.¿ it was stated the stimloc was discarded at the time of procedure and would not be returned for analysis. It was reported the device was used within a patient and there was ¿no¿ patient injury. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 924256, lot# 082226713a, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type accessory. (B)(4).